Event description:
It was reported to medtronic minimed that the customer got a battery failed message on the pump and had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts and battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. The customer completed a pump restart and inserted another battery. The battery failed alarm did not recur. Advised customer to monitor the pump and that a replacement battery cap will be sent. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. No blank display or failed batt test alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Found multiple failed batt test alarms on 05/17/2025 17:40:15.000, 05/17/2025 17:40:23.000, 05/17/2025 17:40:40.000 in the history files or traces due to battery low. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. Unit passed all required tests and blank display or failed batt test alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.